Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported an implant that broke during a face lift and created a delay that exceeded thirty minutes as a result of the surgeon trying to retrieve the broken screw; drilled and placed another screw to complete the procedure.

Manufacturer narrative:
(B)(4). The product was requested but not returned for evaluation; therefore the complaint could not be verified and the most-likely cause could not be determined. A review of the device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Based on the additional information, the following fields were updated: device available for evaluation?, implant date, MFR site, date received by MFR, if follow-up, what type?, and additional MFR narrative.